Event description:
Customer reported issue with pump battery depleting too fast, persisting for about 3 months, leading to pump shutdowns. As a result, on (B)(6) 2025, the customer's blood glucose level reached a high of 609 mg/dl, indicating a significant impact. Customer initially visited ER, was admitted to ICU, had ketones considered dangerous, but treatment with IV saline and insulin resolved the issue. No injury or permanent damage occurred; customer was released after being hospitalized for 2 days. Technical support educated customer on battery depletion norms, and customer acknowledged understanding. Customer continued to use the pump for insulin therapy.